Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The stimulation resolved for some time and then returned. The lead was eventually turned off due to complaints of phrenic nerve stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular outputs were high and prior to the lead being turned off, the outputs were lowered. The patient is a participant in a clinical study.